Event description:
It was reported per a call report made at 12:14 am edt that the perfusionist stated the patient (pt) had a 40 cc fiber optix sensor (fos) intra-aortic balloon (iab) placed four hours ago without incident. The iab was inserted in the patient's femoral artery. The patient just returned to itu post coronary artery bypass graft (CABG) surgery and now the pump has been alarming high pressure every few minutes. The perfusionist has already decreased the iab volume to 35cc. The clinical support specialist (css) verified with the perfusionist that the intra-aortic balloon pump (iabp) is currently pumping. The css reviewed all the possible causes for the high pressure alarm and suggested that in this instance it may be due to a kink in the catheter. According to the perfusionist there are no obvious kinks. The css and the perfusionist reviewed measures to straighten the angle of insertion and also discussed that the volume should not be decreased by more than 1/3 of total volume. The perfusionist asked if the iab should be removed. The css explained that if the iabp can pump with decreased volume and straightening the gas path, iab would not need to be removed because of this current situation. No further alarms occurred during our conversation.

Manufacturer narrative:
Manufacturer control no. (B)(4). Details of event continued: the perfusionist called the css back at 12:40 am edt stating that there was an alarm coming from the helium tank. There was no message displayed on the screen and the iabp was currently pumping without interruption. The css requested that the perfusionist push the reset button. The alarm stopped and the perfusionist thinks it was coming from something else. The perfusionist verified that iabp is currently pumping without alarms and volume is currently 37 cc. The sales representative contacted the nurse manager of the ctu at 2:30 am edt. The rn manager reported that the pump "powered off and the screen went black." There was inconsistent info received concerning any alarms at the time; the rn does not remember having a battery specific alarm. The rn checked the plug at the receptacle and at the pump, switched the pump off/on a few times and then the pump started back up. The pump remained pumping until the iab was removed at approximately six am. There was no reported patient death or injury. Medical/surgical intervention was not required. The rn stated that the interruption of therapy was for less than one minute. No patient complications and the patient outcome was "good." The pump was taken out of service and sent to biomed in the hospital. Reference MDR #1219856-2011-00393 for the related iab report. The device will not be returned for evaluation.